Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection and bunching of mesh, abscess, a non-healing wound, and hernia recurrence. Treatment included repair of the hernia with sutures, incision/drainage of abscess, multiple surgical revisions, and explant of the mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abscess, abdominal pain, fevers, chills, infected mesh, adhesions, open wound, mesh bunched but was firm and well incorporated, leukocytosis, inflammation, cellulitis, bacterial infection, foreign body giant cell reaction, and murky fluid. Post-operative patient treatment included revision surgery, incision and drainage of abscess, gravity drain placed, removal of mesh, and IV antibiotics, hernia repaired with sutures, subcutaneous fluid collection post explantation of covidien mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abscess, abdominal pain, fevers, chills, infected mesh, drainage, hematoma, adhesions, open wound, mesh bunched but was firm and well incorporated, leukocytosis, inflammation, cellulitis, bacterial infection, foreign body giant cell reaction, and murky fluid. Post-operative patient treatment included revision surgery, incision and drainage of abscess, gravity drain placed, removal of infected mesh, and IV antibiotics, hernia repaired with sutures, changed out drain for larger skater drain, exploratory laparotomy, subcutaneous fluid collection post explanation of covidien mesh.

Manufacturer narrative:
Additional information: b5, b7, d8, e1(facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), g4 (510k), h6(patient codes), additional code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, bleeding, abscess, abdominal pain, fevers, chills, infected mesh, drainage, hematoma, adhesions, open wound, mesh bunched but was firm and well incorporated, leukocytosis, inflammation, cellulitis, bacterial infection, foreign body giant cell reaction, and murky fluid. Post-operative patient treatment included revision surgery, incision and drainage of abscess, gravity drain placed, removal of infected mesh, and IV antibiotics, hernia repaired with sutures, changed out drain for larger skater drain, exploratory laparotomy, phlegmon, CT-scan, fluid collection, wound culture, medication, subcutaneous fluid collection post explanation of covidien mesh. Relevant tests/laboratory data, including dates (b6) (B)(6) 2015: op note stated CT scan demonstrated significant inflammation along abdominal wall and some overlying cellulitis 18 aug 2015: wound culture + for propionbacterium acnes. (B)(6) 2015: pathology report from abdominal wall mesh excision showed acute and chronic inflammation and foreign body giant cell reaction. (B)(6) 2015: CT scan revealed a subcutaneous fluid collection consistent with an abscess.